Manufacturer narrative:
The device was returned to physio-control for evaluation. Physio-control is currently evaluating the device in the failure analysis center. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
After being used on patient, device was on a cart, turned off and charging the batteries. According to the report, it started to smoke then started to flame and smoke. The fire was extinguished and no adverse effects were reported, as a result of the incident.